Event description:
It was reported that the patient is deceased. It was further reported that the patient presented to the emergency room with cardiac tamponade. A computerized axial tomography (cat) scan showed a right ventricular (rv) lead micro perforation and it was noted that the patient was on heavy blood thinners. The death occurred before any intervention could be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.